Manufacturer narrative:
Additional information: section h4 - device mfg date updated from blank to 1/5/2016 section d10 - concomitant product updated from blank to syringe assy, 7-77650-09, unknown. The field service representative (fsr) inspected the instrument, performed troubleshooting, and found evidence of leaking from the syringe assy. The fsr resolved the issue by replacing the part. No additional result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review for(B)(6) revealed no additional service tickets associated with discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the syringe assy did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial number (B)(6). Or syringe assy, was identified.

Event description:
The customer observed false repeat reactive architect hbsag qualitative ii and positive architect hbsag qualitative confirmatory results generated for patient samples. The following data was provided (customer¿s reference range <1.0 s/co non-reactive, > 1.0 s/co reactive): sample ID (B)(6) initial result = 5.80 s/co, repeat result = 35.59 s/co, 15.86 s/co, confirmatory neutralization test = >90%, same patient new sample obtained and run (B)(6) 2024. Results = 1.39 s/co, 1.44 s/co, 1.46 s/co. Additional data provided: (B)(6) 2024, core result = 0.13 (nonreactive), ausab-dil result = 0.49 (nonreactive), hbsagqu c1 result = 0.43 na, hbsagqu c2 result = 17.19 (reactive). (B)(6) 2024, core result = 0.11 result (nonreactive), ausab-dil result = 0.62 (nonreactive), hbsagqu c1 result = 0.32 na, hbsagqu c2 result = 1.38 (reactive). No impact to patient management was reported.

Event description:
The customer observed false repeat reactive architect hbsag qualitative ii and positive architect hbsag qualitative confirmatory results generated for patient samples. The following data was provided (customer¿s reference range <1.0 s/co non-reactive, > 1.0 s/co reactive): sample ID (B)(6) hbsagqu initial result = 5.80 s/co, repeat result = 35.59 s/co, 15.86 s/co confirmatory neutralization test = >90%. Same patient new sample obtained and run (B)(6) 2024. Results = 1.39 s/co, 1.44 s/co, 1.46 s/co. Additional data provided: (B)(6) 2024: core result = 0.13 (nonreactive). Ausab-dil result = 0.49 (nonreactive). Hbsagqu c1 result = 0.43 na. Hbsagqu c2 result = 17.19 (reactive). (B)(6) 2024: core result = 0.11 result (nonreactive). Ausab-dil result = 0.62 (nonreactive). Hbsagqu c1 result = 0.32 na. Hbsagqu c2 result = 1.38 (reactive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.